Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer¿ balloon catheter was selected and advanced to dilate the target lesion. However, the balloon ruptured after two inflations at an unspecified atmospheres.

Manufacturer narrative:
Device evaluated by MFR: the catheter shaft was inspected for cosmetic defects and none were found. The balloon was inspected and found to be burst/ ruptured in two separate places. Both proximal and distal balloon bonds were examined and found to meet the required bond length specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 27/7/2/100 equalizer¿ balloon catheter was selected and advanced to dilate the target lesion. However, the balloon ruptured after two inflations at an unspecified atmospheres.